Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during an in-coming inspection at distribution, a foreign material (hair) was found in the package. This event was found on 1 of 50 units.

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The manufacturer stryker cork confirmed that the size of the hair exceeded the permitted criteria. (B)(4) was already initiated for the previous complained event reporting the same failure mode (refer to (B)(4)), followed by (B)(4) ((B)(4)) and for the current complaint (B)(4) was initiated. Device defect awareness training will be carried out with the relevant inspectors that visually inspected the affected needle orders to heighten awareness of a pack with unacceptable fhd which was not detected during the time the order was 100% checked in sipu. There have been multiple ncs for this issue type. Therefore it was escalated to CAPA and linked to CAPA (B)(4)- hair in packs found at distribution centre. The CAPA is still ongoing. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported that during an in-coming inspection at distribution, a foreign material (hair) was found in the package. This event was found on 1 of 50 units.